Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could be duplicated in pulse mode while subtracting. The image processor, display adapter, and cine bridge boards were re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had poor image quality with grainy and fuzzy images. No patient injury was reported.